Event description:
It was reported that, pt reports pain, soreness upon standing and sitting. Pt saw his surgeon about a yr ago, an xray was taken then and it was normal. He went to another orthopaedic surgeon on (B)(6) 2012 and an xray was taken. Pt stated that this surgeon saw some "cloudiness" around the hip joint in the xray. Update: per medwatch report: degenerative joint disease of right hip. Hip pain for past two yrs. Painful getting in and out of car. Painful to lie on my right side. If I sit for a period of time, it is very painful to get up and the pain causes me to limp. Two hrs in the car and my hip starts to ache and I must stop. Event: loss of six pints of blood. Concerned that they could lose me. Dates of use: 2010-2012.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.